Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site hybrid analysis found that the device battery voltage had recovered after being disconnected during returned product analysis lab (rpa) analysis. This is typical for this type of battery. Analysis found that the device was fully functional with nominal system current drain when powered by an external supply. No hybrid anomalies were observed. Off-site battery analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.